Manufacturer narrative:
The provided qc data was acceptable. The analyzer alarm history contained no conspicuous events. A general reagent problem is excluded. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable low elecsys total psa immunoassay (tpsa) result for 1 patient tested on a cobas 8000 e 602 module. The initial tpsa was 1.35 ng/ml. The same patient sample was tested an additional two times with tpsa results of 477 ng/ml and 515 ng/ml. The tpsa result of 515 ng/ml was generated on (B)(6) 2019. The tpsa results of 477 ng/ml and 515 ng/ml were deemed to be correct. The result in question was not reported outside of the laboratory. There was no allegation of an adverse event. The tpsa reagent lot was 36649600 with an expiration date of 29-feb-2020.